Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Subsequently, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high". A specific bg value was not provided. Prior to hospitalization customer administered a manual injection of insulin to address the bg. Customer was treated with intravenous fluids of saline and manual insulin injections while hospitalized. Customer was discharged 5 days later on 05/17/2024 with the issue resolved and no permanent damage. The customer performed a supply change to address the issue. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.